Event description:
A customer contacted beckman coulter regarding an event with the power processor centrifuge. The customer indicated that a patient sample was tested for troponin (accu tni) and a result of 0.25 ng/ml was obtained. The sample was re-tested and the repeated accu tni result was 0.05 ng/ml. The customer indicated that the patient was admitted based on the accu tni result. However, there was no death or serious injury related to this event.

Manufacturer narrative:
The customer runs qc twice per day and qc results were within specifications prior to the event. Qc was not performed after the event. The sample was collected in 5ml, plastic, lithium heparin tube and centrifuged at 3,000 rpm for 8 minutes. The customer indicated that the event occurred just after the routine yearly power processor centrifuge rotor replacement. A field service engineer was dispatched to the customer's lab. The fse performed necessary alignments to the rotor and to the centrifuge. The fse verified speed and timer on the rotor and the centrifuge; both were working per design. Per beckman coulter product labeling, the accu tni result obtained in this event was within the risk stratification range, and well below the ami cut-off of 0.50 ng/ml. A malfunction will be assumed for the purpose of this report.